Manufacturer narrative:
The manufacturer previously reported the patient stated, " I have a refurbished model dream mapper machine. I called my provider for my dme equipment. I let them know that I have a problem with the new equipment that was sent from philips. The problem is my humidifier keeps getting very black, horrible dirt-like substance in its corners every day I clean it and it is worse. My device was getting a thick, black substance in every corner of my humidification water chamber. The particles are in the water holding tank of the device. They may be elsewhere in the device, or I cannot visually see them. They are black/ grey in color this was not easily cleanable and happen multiple times. I'm afraid that this is /could be something that I should not be taking into my lungs. My first device also had black stuff coming into it. This is my second device as the first one was recalled. It is my third water chamber/humidifier replacement". The patient stated, "I was hospitalized august (B)(6) through the (B)(6). Respiratory symptoms were the main issue. My physicians have not been able to determine what is the cause of this issue at this point". There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. After further review, this report is now being filed as an adverse event instead of a product problem. Section h6, health impact code was updated.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information the patient stated, " I have a refurbished model dream mapper machine. I called my provider for my dme equipment. I let them know that I have a problem with the new equipment that was sent from philips. The problem is my humidifier keeps getting very black, horrible dirt-like substance in its corners every day I clean it and it is worse. My device was getting a thick, black substance in every corner of my humidification water chamber. The particles are in the water holding tank of the device. They may be elsewhere in the device, or I cannot visually see them. They are black/ grey in color this was not easily cleanable and happen multiple times. I'm afraid that this is /could be something that I should not be taking into my lungs. My first device also had black stuff coming into it. This is my second device as the first one was recalled. It is my third water chamber/humidifier replacement". The patient stated, "I was hospitalized august 26 through the 31st. Respiratory symptoms were the main issue. My physicians have not been able to determine what is the cause of this issue at this point". There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.